Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown app issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a an unknown app issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-106688 and 3004753838-2025-106688-01 were reported in error. Please disregard initial reporting of these events as these events have now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to intial MDR, a correction is required.